Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2011-02417). It was reported to boston scientific corporation that a jagwire guidewire (the subject of MFR. Report # 3005099803-2011-02417) was used during an ercp (endoscopic retrograde cholangiopancreatography) to remove biliary sludge from a previously implanted wallflex enteral duodenal stent. According to the complainant, the patient had pancreatic cancer. On (B)(6) 2011, the ercp procedure was performed to remove biliary sludge from the stent. During the procedure, a non-bsc retrieval balloon was advanced over the guidewire. The retrieval balloon was used to extract the biliary sludge from within the stent. However, upon removal of the balloon, it was discovered that the tip of the guidewire had detached inside of the bile duct and the core of the wire was left bare. The physician successfully retrieved the detached tip using forceps and the suction of the endoscope. The physician confirmed that no fragment of the guidewire was left inside of the patient. The procedure was completed with another jagwire guidewire. There were no complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "good." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be (B)(6). Although the exact upn is unknown, the device was reported to be a wallflex enteral duodenal stent. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2011-02417 and MFR. Report # 3005099803-2011-02424). It was reported to boston scientific corporation that a jagwire guidewire (the subject of MFR. Report # 3005099803-2011-02417) was used during an ercp (endoscopic retrograde cholangiopancreatography) to remove biliary sludge from a previously implanted wallflex enteral duodenal stent (the subject of MFR. Report # 3005099803-2011-02424). According to the complainant, the patient had pancreatic cancer. On (B)(6) 2011, the ercp procedure was performed to remove biliary sludge from the stent. During the procedure, a non-bsc retrieval balloon was advanced over the guidewire. The retrieval balloon was used to extract the biliary sludge from within the stent. However, upon removal of the balloon, it was discovered that the tip of the guidewire had detached inside of the bile duct and the core of the wire was left bare. The physician successfully retrieved the detached tip using forceps and the suction of the endoscope. The physician confirmed that no fragment of the guidewire was left inside of the patient. The procedure was completed with another jagwire guidewire. There were no complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "good." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received since (B)(6) 2011. According to the complainant, the wallflex enteral duodenal stent was implanted within (B)(6) 2010. The stent became blocked with biliary sludge. The sludge viewed via fluoroscopy was successfully removed from the stent during the ercp procedure on (B)(6) 2011. The stent was left implanted within the patient. Correction (B)(6) 2011. The implanted stent (the subject of MFR. Report # 3005099803-2011-02424) was a wallflex rx fully covered biliary stent, not a wallflex enteral duodenal stent as previously reported.

Manufacturer narrative:
Although the exact implantation date is unknown, it was reported that the device was implanted within (B)(6) 2010.

Manufacturer narrative:
A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The dfu list stent occlusion as a potential complication associated with the use of this device. Therefore, the most probable root cause is anticipated procedural complication.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2011-02417 and MFR. Report # 3005099803-2011-02424). It was reported to boston scientific corporation that a jagwire guidewire (the subject of MFR. Report # 3005099803-2011-02417) was used during an ercp (endoscopic retrograde cholangiopancreatography) to remove biliary sludge from a previously implanted wallflex enteral duodenal stent (the subject of MFR. Report # 3005099803-2011-02424). According to the complainant, the patient had pancreatic cancer. On (B)(6) 2011, the ercp procedure was performed to remove biliary sludge from the stent. During the procedure, a non-bsc retrieval balloon was advanced over the guidewire. The retrieval balloon was used to extract the biliary sludge from within the stent. However, upon removal of the balloon, it was discovered that the tip of the guidewire had detached inside of the bile duct and the core of the wire was left bare. The physician successfully retrieved the detached tip using forceps and the suction of the endoscope. The physician confirmed that no fragment of the guidewire was left inside of the patient. The procedure was completed with another jagwire guidewire. There were no complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "good." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received since (B)(6) 2011. According to the complainant, the wallflex enteral duodenal stent was implanted within (B)(6) 2010. The stent became blocked with biliary sludge. The sludge viewed via fluoroscopy was successfully removed from the stent during the ercp procedure on (B)(6) 2011. The stent was left implanted within the patient.